Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 194 mg/dl. The customer changed set last night and woke up with high blood glucose. Customer bolused and check again about 30-40 minutes later and his blood glucose was 280 mg/dl. The customer didn't get an alarm but did a manual bolus into the air but he did it for about 5 units and then at 2-2.5 but nothing is coming out, so he canceled it. The customer was offered to troubleshoot for high blood glucose but declined. The customer agreed to return infusion set and stated he treated with shot will change out set.